Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, episodes of noise and right ventricular oversensing were noted. Inappropriate therapy was delivered due to the noise. Both leads were explanted and replaced. The patient is in stable condition. Related manufacturer reference 2017865-2017-00190.

Event description:
Related manufacturer number 2017865-2017-00190 and 2938836-2017-01814. During follow up, episodes of lead noise and ventricular oversensing were noted resulting in the delivery of inappropriate therapy. Migration of the device was present which the user thought was due to improper implant sutures and a small pocket infection was noted. Both leads and the device were explanted and replaced. The patient is in stable condition.